Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a prostatectomy, the jaws of the device could not be reopened while applied to tissue. The device was removed from the tissue by pulling and using the lever. There was no tissue damage, and no injury to the patient. There was reportedly more than a 30-minute delay in the procedure due to this incident. A new device was opened and used to complete the procedure.